Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd) . The device was reported in july 2018, to have twelve years, five months battery longevity . At a routine follow up appointment in july 2019, there was two years, five months battery longevity remaining. Additional information was received that a boston scientific technical services (ts) consultant performed a disk analysis confirming the battery appeared to be depleting more quickly than expected. Device replacement was recommended.additional information was received that a revision procedure was performed. A new device was implanted, and no adverse patient effects were reported

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd) . The device was reported in (B)(6) 2018, to have twelve years, five months battery longevity . At a routine follow up appointment in (B)(6) 2019, there was two years, five months battery longevity remaining. Additional information was received that a boston scientific technical services (ts) consultant performed a disk analysis confirming the battery appeared to be depleting more quickly than expected. Device replacement was recommended.